Manufacturer narrative:
Due to character limit in e1 full initial reported name: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed software upgrade during installation. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, d5, d9, e1, e2, e3, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge fse found the executive pcb to be the issue. Fse removed and replaced the executive pcb. Fse installed software b.17 and performed a full pm and calibrations. Unit has passed all test and is now ready for clinical use.

Event description:
It was reported by getinge fse that cardiosave intra-aortic balloon pump (iabp) failed software upgrade during installation. There was no patient involved.